Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty advancing was not tested due to the tip separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the clearance between the guide wire and inner lumen of the supera was reduced such that resistance was encountered during advancement causing the devices to become stuck together. Additionally, removal with the inner member stuck on the wire may have resulted in the tip ultimately separating; however, this could not be confirmed and a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, non-tortuous total occluded superficial femoral artery. The 5.5x60mm supera self-expanding stent delivery system met resistance with an unspecified 018 guide wire. Due to the severe resistance, it was then decided to stop and remove the supera. During removal, the supera tip separated. The device was replaced with a new 5.5x80mm supera to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.